Event description:
The patient contacted animas on (B)(6) 2012 and stated that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient noted a rip in the keypad on the down arrow, which occurred after the tactile issue. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the down arrow button. On testing, the up arrow, down arrow and contrast buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.